Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "field deliver test failed; gives out 18,3 ml when it's expected to give 20(+/-1)ml. Ack certification failed 3 times. Did a factory reset but still failed the flow accuracy test. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harn: no." Additional information was received on feb 26th 2016: "kindly acknowledge no patient was involved and no human harm caused - the pump was being used on a patient when the problem was first noticed, but no harm to the patient. What was the date in which the event occurred? Probably (B)(6). Who operated the pump- patient or staff member? Staff member."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.